Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to complete a charge cycle for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 of the initial medwatch report indicates: initial reporter postal code ¿ blank section e1 of the initial medwatch report should indicate: initial reporter postal code ¿(B)(6)

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to complete a charge cycle for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.